Event description:
It was reported that during the implant procedure, high pacing lead impedance was observed. The physician elected to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).